Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's. It was reported that the patient was implanted with their ins on (B)(6) 2017. They were told the battery would last about five year, but it only lasted 2 years. They were told the ins needs to be changed. There were no symptoms reported. No further complications were reported or anticipated.